Event description:
It was reported that the patient was hospitalized for 4 days after the right ventricular (rv) lead was found to be dislodged. The lead was repositioned and no further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).